Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional reporter: (B)(6). Numbers 13812989 device manufactured date 10/01/2023 or 13561417 manufactured date 03/01/2023.

Event description:
The event involved a tego¿ connector where it was reported that when the nurse reported the tego, there was small ooze of blood from the replacement cap. The severity is medium and this is the first occurence. The sample is not available and no photo is available. There was patient involvement and unknown harm.